Manufacturer narrative:
The product was returned but the evaluation hasn't been completed. A supplemental report will be forthcoming with the evaluation results when received. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that during use in a cardiac surgery case, while using this hemosphere pressure cable, the doctor found a gap between the measured cardiac index (ci) displayed on the hemosphere monitor and the expected value. This symptom was found before opening the patients chest after anesthesia. The value of the ci was displayed between 0.6l and 0.8l at this moment. There was no error messages observed. Flotrac was being used for this case. The symptom was not improved by readjusting the zero and there was no problem with the connection between the flotrac and the pressure cable. When the pressure cable was replaced, the value went up to 1.5l. There was no visible difference in the waveform displayed in the patient monitor after the cable replacement. The systolic blood pressure on the patient monitor was about 100. There was no information on the cardiac output values obtained. The customer confirmed that the patients height and weight were entered correctly. There was no additional treatment nor medication provided to the patient regarding this issue. The doctor was confident that the measured ci value was wrong and thought there was no need for intervention. There was no patient injury reported.

Manufacturer narrative:
The hemosphere pressure cable (hempsc100) was returned for evaluation. The reported issue was suspected to be confirmed due to the relation of the issue. From the visual inspection it was found that one of the dpt connector pins was slightly bent. The pressure smart cable was connected to a known working device and a patient simulator. When trying to zero, the cable gave the error message selected ap zero point out of tolerance. Check dpt. The cable was run on the functional tester and all tests passed. After passing on the functional tester the psc was reconnected to a known working device and was able to zero the patient simulator. The readings were within expected values for the simulator. The dpt connector cannot be replaced due to the housing being sonic welded. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.